Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Alcon lensx (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd.(B)(4) technology center site (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient developed meniscus and bubbles superiorly during laser assisted cataract surgery. The surgeon did not stop the laser and completed the procedure. In the operating room, partial capsulotomy was noted so the surgeon completed the capsulotomy manually. There were no tears. The patient was noted to have flat keratometry readings so a flat soft fit insert was used. The planned intraocular lens was used and was centered well during surgery. The patient was seen one day postoperatively and the lens was slightly decentered. The patient was seen for an additional postoperative visit and the lens was decentered even more. The surgeon will take the patient back to the operating room for an anterior vitrectomy and lens exchange. Additional information received states the laser had a "line in the pc" which probably attributed to the lens issues. The patient had a lens exchange and is doing well.